Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, fatigue, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: unspecified essure confirmation test showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event injury was specified as dysmenorrhea (cramping),pelvic pain, abdominal pain, psych injury, perforation: fallopian tubes, fatigue, hormonal changes, nausea, weight gain. Lab data was added. Patient demographics was added. Essure insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.